Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5086mri-52 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that within one day of the implant procedure, the right atrial lead dislodged. The capture threshold was also high and there was low sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.